Event description:
Unomedical reference number (B)(4). Event occurred in poland. On (B)(6) 2024, it was reported that patient faced infusion set leak from site. The set was in use for couple of hours. No further information available.

Manufacturer narrative:
E1:patient city: (B)(6). Patient country: spain.